Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and recorded all trending logs for the technical support team to perform an evaluation. Software 6.0.19 was installed and a verification check was completed to specification. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during a pre testing calibration, bellavista1000 us is experiencing an on and off issue, not passing the circuit test and gives error of high resistance. When this occurs the blower is not blowing at all. This happened intermittently and needs to be addressed before hospital use the unit. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and resolved the issue. Vyaire medical determined root cause as due to software problem, most likely lack of soft-start algorithm in software.